Event description:
It was reported that the customer experienced high and low blood glucose levels and that the customer's caregiver believed there may be issues with the insulin pump's bolus wizard feature. The high blood glucose reading was over 400 mg/dl. The caller reported that he was concerned with the bolus wizard not calculating the correct bolus or under-delivering insulin because the customer still had high blood glucose levels despite treating with the insulin pump. He also reported that the buttons were worn and had an illegible serial number plate that had turned purple. He also reported issues with removing the battery cap. He declined to complete troubleshooting for the suspected delivery anomaly, requesting replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.